Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No device heating up problems or hardware low level failure alarm were noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to some electronics problem. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails has rubbed off and become illegible.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 152 mg/dl at the time of incident. Customer stated the whole back part of insulin pump was overheating. Customer was assisted with troubleshooting. Customer was able to clear the pump error alarm and also able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.